Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall a few days after it was implanted. The perforation was confirmed via x-ray and fluoroscopy. The patient underwent a procedure wherein the lead was surgically repositioned. The rv lead remains implanted. No additional adverse patient effects were reported.